Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a (pump error 130) this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement and an error in the motor detected by reading an unexpected value from hall sensor (pump error 43). Troubleshooting was performed and found that the customer was able to clear the alarm and the pump did not rewind. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Successfully downloaded history files and traces using thump. No pump error 130 or pump error 43 alarms noted during testing. Several pump error 43 was found in the history files on 13-aug-2023 from 08:54:42.00 to 09:29:07.00 due to hall sensor error. Pump error 53 (file number 32107 line number 458) alarm was found in the history files on 13-aug-2023 at 09:28:23.00 due to queue overfull when motor app sent message to motor delivery manager. Several pump error 130 was found in the history files on 13-aug-2023 from 08:47:37.00 to 09:40:06.00. Pump error 2 was found in the history files on 13-aug-2023 at 09:28:23.00 due to ipc test failing 5 times in a row. Pump was cut open to perform visual inspection and found moisture on pcba 1, pcba 2, motor, and the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, missing display window cover, keypad overlay peeling, cracked keypad overlay, keypad overlay texture damage, pillowing keypad overlay, battery tube threads - cracked, scratched case. Pump error 43 was confirmed due to moisture damage on the motor and pcba 1. Pump error 53 and pump error 2 were confirmed due to a hardware error anomaly. Pump error 130 was not confirmed during testing. Exposed to moisture confirmed on pcba 1, pcba 2, motor, and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.